Event description:
It was reported that as the guidewire was being advanced through the occlusion balloon for preparation, the tip of the guidewire perforated the wall of the occlusion balloon. There was no patient involvement.

Manufacturer narrative:
Expiration date: added; device evaluated by mfg: corrected; manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The occlusion balloon was returned with a guidewire still contained within its shaft. Visual and microscopic inspection revealed that the balloon itself was not perforated; however, the distal tip of the catheter adjacent to the balloon had been perforated by the guidewire. A functional evaluation could not be performed because the guidewire could not be removed from the occlusion balloon. Information available indicated that the occlusion balloon was confirmed to be in good condition and that the reported ¿balloon perforation¿ occurred during preparation. Based on the information currently available and analysis of the device an assignable cause of handling damage was assigned to this investigation.

Event description:
It was reported that as the guidewire was being advanced through the occlusion balloon for preparation, the tip of the guidewire perforated the wall of the occlusion balloon. There was no patient involvement.